Event description:
A baxter service technician reported an infusion pump with a failure code 808:03 that was found in the device's event history. The hosp representative stated to baxter's technical support that they have no record of any pt incident involving the pump since the last baxter service event.